Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified right coronary artery (rca). Standard procedure was followed to introduce a 3.50 x 28mm synergy¿ drug-eluting stent, however, the device was difficult to insert due to calcification. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.